Event description:
It was reported that the anesthesiologist had difficult placing the endocoronay sinus catheter during a mvr procedure. When the catheter was in position, a contrast injection showed intramural spread. The case was converted to a sternotomy, where local inspection of the coronary sinus showed a small hematoma but no perforation. Surgical repair was not necessary, and the patient had an uneventful operative and postoperative course.